Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of blood at the catheter entry (coded as catheter site bleeding) and sterile peritonitis in a (B)(6) caucasian female patient while receiving dianeal unknown bag therapy. On (B)(6) 2009, the patient began dianeal 1.37% and 2.27% unknown bag (lot number not reported) 1400 ml three times during the day and 1400 ml once at night, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient began automated peritoneal dialysis (apd) in addition to capd. On (B)(6) 2010, the patient continued with apd and discontinued capd with dianeal unknown bag at 1400 ml six times daily. On (B)(6) 2010, the patient noted blood at the catheter entry. The patient had no other signs. On (B)(6) 2010, laboratory test of peritoneal effluent revealed leucocyte count 187 cells/mm**2 and erythrocytes 80 mm**3. On (B)(6) 2010, peritoneal effluent revealed leucocyte count 6 cells/mm**2 and erythrocytes 1 mm**3. Treatment was not reported and the patient was reported as "still recovering." Dianeal unknown bag therapy continued with dose unchanged. Medical history and concomitant medications were not reported. The reporter considered the sterile peritonitis to be unrelated to dianeal unknown bag therapy. Causality assessment was not provided for the event of blood at the catheter entry.